Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "clinical response to peroral endoscopic myotomy in patients with idiopathic achalasia at a minimum follow-up of 2 years". The literature reported the result of 75 patients with achalasia of the peroral endoscopic myotomy procedure using olympus distal attachment mh-588 from 2010 to 2012. In the subject case, 1 case of dislodged of the subject device occurred, which was successfully treated endoscopically without clinical sequelae. Omsc will submit a medical device report (MDR) depending on the event.